Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string came out upon removal of the pessary. She was unable to remove the pessary and went to the doctor to get it removed. She experienced vaginal pain during removal. She is doing well.